Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The device was being applied to the appendix artery. After the excitation, the clip breaks. In order to resolve the issue and complete the case, replaced with a new clip. There was no patient harm. The patient status is alive, no injury.